Event description:
It was reported the catheter had torn from the hub to the shaft upon removal from the dispenser hoop. There was no patient involvement.

Event description:
It was reported the catheter had torn from the hub to the shaft upon removal from the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
(B)(4): shaft break.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for evaluation. As per the event description and additional information provided, the damages to the catheter are consistent with insufficient flush of the dispenser hoop. Excessive force used in attempting to remove the microcatheter from the dispenser hoop most likely caused the damages noted to the catheter. A root cause of handling damage will be assigned.